Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011 including two percutaneous leads (from the same lot). It was reported the pt was experiencing intermittent stimulation. X-rays were taken and revealed both leads had migrated. The pt is undecided on undergoing surgical intervention at this time. No further info is available at this time.